Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that (B)(6) called in and requested a remake of a silent nite 3d, stating that "on right side of piece where hook attached broke off". Additional information received reported that the 53-year-old, male patient reported to the office on (B)(6) 2026 that the device broke a while ago but did not provide a date. The patient did not report any injuries or adverse outcome and no medical intervention was mentioned. It is unknown if the patient was sleeping when the device broke or when the patient stopped using the device.